Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer blood glucose level was unknown. It was also reported that drive support cap was normal and insulin pump passed displacement test. It was also reported that the customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.